Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who responded back from follow up sent to them. It was reported that the patient's weight at the time of event was unknown, event date was unknown as patient has been complaining of pinching for several months but they only realized the wires were twisted and battery was flipped the day of the surgery. It was reported that notify date of when events occurred was unknown and issues with patient having pinching and not being able to charge ins has been resolved.

Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient had a revision done due to complaints of pinching and ins not charging. During revision it was discovered that the wires were completely twisted and battery had flipped. No further complications reported and/or anticipated at this time.